Event description:
It was reported post implant procedure that the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.